Event description:
The physician reported that on 3/19/99 a pt which had a vasoseal deployed on 11/12/98 came to his office complaining of pain at the puncture site which had continued for months after the procedure. The physician examined the pt and observed that the white sheath had become exposed at the skin surface.